Manufacturer narrative:
(B)(4). The customer returned one unraveled spring wire guide (swg) for evaluation. The swg was found to be unraveled at the distal end. The inner core wire had fractured next to the distal weld. Evidence of necking was observed at the fracture point, indicating undue force was applied to the swg. The length of the swg was measured and was found to be within specification. A manual tug test was performed to confirm the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product describes suggested techniques to minimize the likelihood of swg damage during use. The IFU warns against using excessive force in placing or removing the swg as excessive force can cause component damage or breakage. The IFU states that if resistance is felt while removing the swg from the catheter, the catheter should be withdrawn 2-3 cm relative the swg and another attempt made at removing it. If resistance is felt again the swg and catheter should be removed simultaneously. The customer reported issue of the swg becoming unraveled was confirmed during the sample investigation. During the visual inspection it was found that the issue occurred from undue force being applied to the swg. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges during insertion of the catheter and removal of the stylet, the stylet unraveled. No patient consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges during insertion of the catheter and removal of the stylet, the stylet unraveled. No patient consequence.